Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during the pre-use check. The ventilator was investigated by our field service engineer (fse) on site. The fse solved the reported issue by replacing the pressure transducer and the o2 cell. No parts were returned for investigation. Therefore, the root cause for the reported problem could not be established.

Event description:
Manufacturers ref: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).